Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. Seroma-late: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: h.6.

Event description:
Physician reported left side capsular contracture, baker grade iii, seroma, fibrosed implant capsule, and no signs of malignancy. The device has been explanted with a capsulectomy and replaced.

Event description:
Physician reported left side capsular contracture, baker grade iii and seroma diagnosed by ultrasound and palpation. The device has been explanted with a capsulectomy and replaced with another manufacturer's device. The capsule was sent to pathology analysis which observed a fibrosed implant capsule and no signs of malignancy.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe since it is a medical event and is not related to the device. Seroma-late: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure deformation, crease and particle was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
Continued e.1 phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and seroma.

Event description:
Physician reported left side capsular contracture, baker grade iii, seroma, fibrosed implant capsule, and no signs of malignancy. The device has been explanted with a capsulectomy and replaced.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 14aug2024. Additional, changed, and/or corrected data: d9;

Event description:
Physician reported left side capsular contracture, baker grade iii and seroma diagnosed by ultrasound and palpation. The device has been explanted with a capsulectomy and replaced with another manufacturer's device. The capsule was sent to pathology analysis which observed a fibrosed implant capsule and no signs of malignancy.